Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all devices under account (B)(4) were inconsistently syncing to incorrect servers. A technical support specialist (tss) updated sync server for all devices to c1vpwpyxesap01 except n-glen-inf. The pharmacy was contacted to communicate the changes and confirmed that no issues were reported post-change, and the customer provided approval to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, sync server for all devices on account was inconsistent and incorrect creating communication issues between device and epic. However, there were no adverse events or injuries reported based on this event.